Event description:
A report was received that the patient had inadequate stimulation. It was noted that the patient's contacts had high impedances. It was unknown what caused the failure but device malfunction with the leads or with the extension was suspected. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted leads and extensions were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads and extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had inadequate stimulation. It was noted that the patient's contacts had high impedances. It was unknown what caused the failure but device malfunction with the leads or with the extension was suspected. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm; model#: sc-3138-25, serial #: (B)(4), description: phiii ext 25cm.